Manufacturer narrative:
An event regarding malposition and ligament instability involving a triathlon ps fem component, cemented was reported. The event was confirmed. Method/ results: device evaluation and results: not performed as no devices were returned as they remain implanted. Medical records received and evaluation: there is no documented evidence for the infection noted in the event description regarding the left knee. Malposition of the femoral component and ligament imbalance of the left total knee arthroplasty as noted in the (B)(6) 2013 consultation could explain the symptoms. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for the clinical problems described in the event description of the left total knee arthroplasties in this case. Device history review: the device was manufactured and accepted into stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: medical review indicates that malposition of the femoral component and ligament imbalance of the left total knee arthroplasty as noted in the (B)(6), 2013 consultation could explain the reported symptoms. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient is experiencing severe pain and needs a cane to walk. He has seen all different doctors and they say there might be a possible infection in the knee.